Event description:
The healthcare professional, via the manufacturer representative, reported there was incomplete erosion of the implantable neurostimulator (ins) through the skin. The ins was subsequently removed. The patient was indicated for gastric stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information from the rep on behalf of the hcp reported that the patient's medical history included h-o idiopathic gastroparesis and was scheduled to have their implantable neurostimulator (ins) removed for infection in (B)(6) 2016. The right side abdominal wound was healed, and had been for a couple of months. They were not on any antibiotics and denied recent infection. They were supposed to have their pacer replaced a few months ago but then developed seizures so their surgery was put on hold. They cancelled the surgery because the patient was eating well without nausea and vomiting and so he did not want the pacer re-implanted. The patient later developed seizures, with the last one being 2 months prior to the report. Their nausea and vomiting worsened and they vomit a couple times a day. The patient gets their nutrition and does not have tubes. Their last albumin was 3.6 about six weeks pri r to the report. They are maintaining weight and on medication. The patient was scheduled for a replacement surgery of the ins on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID :435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that the patient had their leads replaced as well as a new battery on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.